Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently flashing on and off. Additionally, the pump display was changing screens while not being interacted with. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.